Event description:
Treatment of a cavernous (cav) aneurysm. During pipeline deployment, it was reported that the pipeline was twisted proximally, did not open, and was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Only the pipeline was returned for evaluation and one end was found damaged and unopened. The evaluation could not determine the cause of the event. (B)(4).